Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an 807:02 alarm was confirmed by baxter personnel during product evaluation. The root cause was assigned to defective pump head module. The pump head module was replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 5.09.92.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 807:02 occurred. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.